Event description:
It was reported, right distal humeral fracture. "We went to use the variax plate and the first screw that we used went through the locking plate."

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.